Event description:
The customer contacted physio-control to report that a pin from the defibrillation hard paddles assembly had broken off inside the therapy connector assembly of the device. As a result, defibrillation therapy would not likely be available because another defibrillation therapy cable or hard paddle assembly would not plug in to the device. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer ordered a replacement therapy connector assembly to repair their device. After observing proper device through functional and performance testing, the device will be placed back into service for use. The hard paddles assembly was discarded and the customer received a new replacement assembly. The device and removed parts were not returned to physio-control for evaluation.